Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted during testing. The insulin pump was received intermittent button response due to corroded keypad traces. No frozen screen noted during testing. Low reservoir alarm functioned properly during test. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 173 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.